Event description:
Related to mfg. Report no.: 2183959-2014-00253. It was reported that the patient experienced pain during intercourse after the apogee graft was implanted. It was additionally reported that part of the mesh was removed. No further patient complications were reported in relation to this event.